Manufacturer narrative:
Result of investigation: the reported customer complaint was confirmed and duplicated by vyaire's failure analysis lab (fa lab). The complaint was confirmed through the events log and duplicated during the functional check. The transducer failed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56, if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator unit has transducer/xducr fault,vent inoperable,motor fault, low pip (peak inspiratory pressure), low ve (minute ventilation) and high rate on start up. The reporter confirmed that there is no patient involvement associated on this event.